Event description:
It was reported that the clinical sales representative (csr) stated the digital video interface (dvi) output connectors on the rear of the vision side cart (vsc) were worn and sometimes did not function properly. No further information was available, and there was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module audio video for failure analysis investigation. The pmav was analyzed and visual inspection revealed that both vil boards and both vol boards were damaged due to wear and tear on the dvi ports, confirming the reported issue. The pmav was installed on the golden system and underwent 10 power cycles with no errors triggered. Due to the damaged dvi connectors, the technician was only able to test video through the sdi, s-video, and composite connections, all of which were functioning. The probable root cause of the reported issue can be attributed to the component susceptibility to damage and natural wear and tear of the pmva ports.

Event description:
Refer to h11 for follow-up information.